Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity while in pre-implant status. A request was made to have data from this device analyzed. Data analysis has not been performed. This device was implanted and remains in service at this time. No adverse patient effects were reported.